Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the svc (superior vena cava) defibrillation coil was rising. The analyst noted that on (B)(6) 2015, the svc impedance rose to 103 ohms from 50-60 ohms trend. Svc trend remains variable. (B)(4).

Event description:
It was reported that the superior vena cava (svc) coil impedance alert triggered on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.